Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that ther device had powered off multiple times during patient use. There were no reports of adverse effect to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control replaced the battery pins as a precautionary measure and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control determined that the reported issue may have been caused by the aged batteries, however this could not be determined conclusively.

Event description:
A third-party service agent contacted physio-control to report that ther device had powered off multiple times during patient use. There were no reports of adverse effect to the patient as a result of the reported event.

Manufacturer narrative:
H6: physio-control performed an initial evaluation of the customer's device and was unable to reproduce the reported issue. A review of the downloaded electronic records verified the reported issue. The review indicated that the device unexpectedly lost power multiple times on the event date. The batteries used at the time of the event were manufactured in 2012. Physio-control recommends to replace the batteries every two years. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that ther device had powered off multiple times during patient use. There were no reports of adverse effect to the patient as a result of the reported event.